Manufacturer narrative:
(B)(4): information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
Per user facility medwatch form, #(B)(4) attached to this report, during a robotic-assisted left incision sleeve gastrectomy.